Event description:
This lead was explanted and replaced due to high impedances. The pacemaker was also explanted at that time due to expected eri. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.